Event description:
It was reported that when using the bd pyxis¿ es server patient was not crossing over. Customer attempted to search for the patient using global search, but the patient was not visible. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) reviewed station data synchronization error logs and identified an insert encounter error. Tss backed up the station database and performed a full sync on the carefusion application without dropping the database, confirming communication. The station was rebooted and med application was verified running. Tss searched the visitid and confirmed the patient populated, and the customer confirmed crossover and issue resolution. The system functioned as intended after the technical support specialist troubleshot the device.